Manufacturer narrative:
(B)(4). According to the gore® molding & occlusion balloon catheter instructions for use (IFU), adverse events which may require intervention include, but are not limited to trauma to the vessel wall, including spasm, dissection, perforation or rupture. Additionally, the IFU states: excessive inflation volume may result in balloon rupture, embolization, vessel damage, vessel rupture, or patient death.

Event description:
On (B)(6) 2020, the patient underwent an endovascular repair for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. After stent grafts were implanted, the touch up ballooning was performed by a gore® molding & occlusion balloon (mob). After touching up in the left common iliac artery, the blood pressure became decreased. It was confirmed that the left common iliac artery was ruptured. As a treatment, the left internal iliac artery was coil embolized and an additional stent graft was extended into the left external iliac artery. The patient tolerated the procedure. The physician admitted that the left common iliac artery rupture was due to overinflation of the balloon.

Manufacturer narrative:
G5. PMA/510(k) number: k172567.